Manufacturer narrative:
Product analysis as found condition: the echelon-14 micro catheter was returned for analysis within a shipping box, within shrink wrap, within an opened echelon-14 outer carton and within an echelon-14 inner pouch. Visual inspection/damage location details: the echelon-14 micro catheter was found cut at ~147.8cm from the distal end with the inner braid also cut. The proximal segment, including the hub, was not returned for analysis. The distal ~1.5cm of the echelon-14 micro catheter was found shaped. The distal tip and distal marker band were found ovalized. Testing/analysis: the echelon-14 micro catheter could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance during device delivery¿ could not be confirmed but cannot be ruled out. Resistance testing could not be performed as the micro catheter was cut, and the hub/proximal micro catheter were not returned. The cause of the cut cannot be determined. It is possible the ovalized catheter tip contributed towards the resistance. Possible causes for catheter damage include, but not limited to, patient vessel tortuosity, insufficient continuous flush, guidewire/coil damage, or insufficient device hydration. The cause of the catheter damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during introduction into two echelon 14 microcatheters, an axium coil encountered resistance and could not be pushed into the catheter. No patient symptoms or complications were associated with this event. The patient was undergoing coil embolization surgery for treatment of a cerebral aneurysm. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Ancillary devices included: axium coil.